Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. An emergency percutaneous coronary intervention (pci) was performed due to a non-st segment myocardial infarction episode on the patient. The severely stenosed target lesion was located in the severely calcified left circumflex artery. A 1.25 mm rotalink¿ plus was selected for use. During procedure, while ablating at 200,000 rpm, it was observed that the device had difficulty crossing the lesion. The physician attempted to push the device with a little force; however, vessel perforation occurred. Surgical repair and coronary artery bypass graft surgery was performed after pericardial drainage and hemostasis by balloon were done. No further complication reported and the patient's condition was stable.